Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. They were doing ins replacement today due to ins being at eos in 2021. They are getting all high imped on 0-7 side and 3 electrode imped are high on 8-15 side. When they went to check lead-extn connections, the 0-7 tail is not connected to the extn and not present in the area. They aren't able to see the 0-7 electrode proximal contacts that should go into the extn on fluoro either. Discussed possibility that proximal end of lead may have broken off inside of extn though this isn't known for sure. They are going to test imped of the 8-15 lead tail separately in wens to see if high imped associated with lead or extn and they may replace extn on that side if that is appropriate. Hcp is not a neurosurgeon so they can't replace lead today as they were only planning on replacing the ins. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) reporting that the lead was in fact broken off into the extension. The extensions and ins were explanted. The portion of the lead that had broken off into the extension was going to be returned. The rep would follow-up with mail tracking information. The patient¿s weight at the time of the event was not recorded. The issue was currently resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical devices: product ID neu_unknown_lead, serial/lot#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type lead. Product ID neu_unknown_ext, serial/lot#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2022, product type extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that extensions used were (B)(6) which were all removed. The ins was also removed. The paddle has broken off into the ins and the remaining paddle was left in place hence not removed. Impedances were high when we tested to the wireless external neurostimulator (wens).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3708120 serial# (B)(6) implanted: (B)(6) 2012: product type extension product ID 3708140 serial# (B)(6) implanted: (B)(6) 2012: product type extension product ID 3708120 serial# (B)(6) implanted: (B)(6) 2012: product type extension product ID 39565-30 lot# serial# va002ev019 implanted: 2012-06-20 explanted: product type lead product ID 3708140 serial# (B)(6) implanted: (B)(6) 2012: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3708120; serial# (B)(6); implanted: (B)(6) 2012; product type extension; product ID 3708140; serial# (B)(6); implanted: (B)(6) 2012; product type extension; product ID 3708120; serial# (B)(6); implanted: (B)(6) 2012; product type extension; product ID 39565-30; serial# (B)(6); implanted: (B)(6) 2012; product type lead; product ID 3708140; serial# (B)(6); implanted: (B)(6) 2012; product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that the ins was discarded by the hospital.

Manufacturer narrative:
Continuation of d10: product ID 3708120 lot# serial# (B)(4) implanted: (B)(6)2012 product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6)2012 product type extension product ID 3708120 lot# serial# (B)(6) implanted: (B)(6)2012 product type extension product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6)2012 product type lead product ID 3708140 lot# serial# (B)(6) implanted: (B)(6)2012 product type extension h3: analysis of electrical stim lead (serial number (B)(6)) found that conductors were broken from proximal end with breached en vironmental stress cracking (esc) on outer insulation. They found lead segments protruding and conductors appear broken from the proximal end. They also found environmentally-assisted degradation of the leads, which were cracked apart and consistent with metal-induced oxidation (mio). Analysis of lead extension (serial number (B)(6)) found environmentally-assisted degradation of the extensions, specifically med al-induced oxidation (mio). Analysis of lead extension (serial number (B)(6)) found environmentally-assisted degradation of the extensions, specifically me dal-induced oxidation (mio). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.